Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient was found to have high impedance that day. The patient has been referred for a full revision surgery. The consultant later reported that the physician stated that there has been no trauma and no increase in seizures but the patient did report that he had a staring spell for 2 minutes, which is unusual for the patient. The patient's settings were at output=0.25ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=1.1min/magnet output=0.5ma/magnet pulse width=250usec/magnet on time=60sec/eri=no. After the high impedance was observed, the off time was lowered to 0.8minutes at the request of the patient but the device was not disabled. The patient underwent full revision surgery on (B)(6) 2012. Pre-operation interrogation indicated that the settings were output=0.25ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output=0.5ma/magnet pulse width=250usec/magnet on time=60sec/eri=no. Pre-operation system diagnostics showed output=ok/lead impedance=high/dcdc=7/eri=no. The generator was replaced prophylactically and system diagnostics still indicated high impedance. Troubleshooting steps did not resolve the high impedance so the leads were then replaced. No obvious issues were visualized with the old lead. The old lead electrodes were left implanted however, and the new lead electrodes were placed inferior to the old lead electrodes. Three system diagnostics tests were performed which indicated the device was functioning properly at output=ok/lead impedance=ok/impedance value=2562ohms/eri=no, output=ok/lead impedance=ok/impedance value=2678ohms/eri=no, and output=ok/lead impedance=ok/impedance value=2605ohms/eri=no. Final interrogation confirmed the device output current for both normal mode and magnet mode were set to 0ma. Attempts were made for the return of the explanted products but they have not yet been received to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the explanted generator would be returned to the manufacturer for product analysis. The hospital representative stated that she did not have the explanted lead to return. The explanted generator has not been received by the manufacturer to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.